Manufacturer narrative:
Reported event not confirmed: a complete lead was returned in one piece. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures. During analysis, visual examination found an external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located at the proximal region of the lead.

Event description:
It was reported that right atrial (ra) lead was capped and replaced on (B)(6) 2020 due to the patient is a frequent swimmer and it¿s thought that the repetitive motion caused the lead to weaken. The lead is now explanted and replaced. The patient is in stable condition.